Event description:
On (B)(6) 2012, the lay-user/reporter contacted animas (anm) on behalf of her daughter (the patient) alleging that keypad ok, up, and down button presses did not activate desired pump functions. The reporter did not allege any harm or injury because of the reported issue. The reporter claimed that the patient would have to press the buttons several times before the pump would actually respond. The reporter denied that the keypad was damaged. The patient denied that the pump was exposed to any trauma or moisture. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was unresponsive to button presses. There is no evidence however, that the alleged issue contributed to a serious injury. The reporter did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow and contrast buttons required excessive force to evoke a response and were intermittently unresponsive. The ok and down arrow buttons were normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow and contrast buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.